Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". The alarm was silenced and pump settings verified along with medication label; res vol was reset to 67ml. Pump was turned off and back on;alarmed "no disposable pump won't run". Pump was turned back off, line clamped, cassette removed, and tubing massaged. Air bubbles were noted in line. Cassette was reattached, line unclamped and pump turned back on. Unfortunately, alarm continued. Pump turned back off, line clamped and instructed to contact clinic when they open this morning to notify that there was 4.9ml remaining. Patient not affected. No further information available.